Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery. An opticross 6 imaging catheter was selected for use. However, it got caught in the front of a stent strut and a kink was noted in the distal segment of the catheter. Subsequently, the hub was cut off and a guide extension catheter was used to completely remove the device. There were no patient complications nor any injuries reported. The patient was fine.